Event description:
Infusion pump with a failure code 810:04. The hosp rep stated to the baxter service shop that they have no record of any pt incident involving the pump since the last baxter service event.